Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v799632, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v799632, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v704384, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
It was reported that there was a loss of therapy resulting in no stimulation. The patient fell 3 weeks ago and the checked their device with the patient programmer (pp) which showed that the stimulation was off. The patient stated that the stimulation didn't work for him a week ago. Turning the stimulation on did not resolve the reported issue and the patient was able to change stimulation. It was suggested that the patient increase or decrease the stimulation. The patient increased stimulation to 4.05 and he felt stimulation in his leg where he normally has stimulation. The patient was in group a prog#1 3.35 but he didn't feel stimulation until it was increased. The patient indicated that he would normally feel stimulation at 2.00. This resolved the reported issue. Event date: (B)(6) 2015